Manufacturer narrative:
(B)(4). Date sent: 11/21/2023. D4: batch # 388c17. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with no apparent damage and with no reload present. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pcb board was noted to be non-functional. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the pcb board to be damaged. A manufacturing record evaluation was performed for the finished device batch number 388c17, and no non-conformances were identified.

Event description:
It was reported that during a uniport vats lobectomy, the target tissue was too thick, and the knife stopped at 2nd firing, on the way of firing on the lobe formation. The cartridge color was green. The patient was in interstitial pneumonia. The cartridge was replaced to black cartridge, but the same issue occurred. The device was used on the lung. There is a possibility that the anvil fork was deformed at 1st firing. The device was replaced, and black cartridge was used to complete the case. There were no adverse consequences to the patient. No further information is available.